Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient reported a feeling of fullness. The patient discontinued treatment after drain 0 due to a large drain. A review of the patient¿s treatment records identified that the patient drained 6937 ml. This drain volume is 231% of the patient's prescribed fill volume of 3000 ml. The previous day¿s treatment data was reviewed and there were no issues identified. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn but clarified they were not sure what caused the iipv. Pdrn indicated the patient is a bit confused with handling the system and has hand tremors which have caused accidental button presses during setup or programming. It was not confirmed the patient¿s condition contributed to the event. The pdrn reported that treatment was not completed, there was only a manual drain after the call with technical services. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover next to the recess underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient reported a feeling of fullness. The patient discontinued treatment after drain 0 due to a large drain. A review of the patient¿s treatment records identified that the patient drained 6937 ml. This drain volume is 231% of the patient's prescribed fill volume of 3000 ml. The previous day¿s treatment data was reviewed and there were no issues identified. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn but clarified they were not sure what caused the iipv. Pdrn indicated the patient is a bit confused with handling the system and has hand tremors which have caused accidental button presses during setup or programming. It was not confirmed the patient¿s condition contributed to the event. The pdrn reported that treatment was not completed, there was only a manual drain after the call with technical services. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.